Manufacturer narrative:
The device history record for lot f113204 was reviewed and the product was produced according to product specifications. The returned product was evaluated and no issues were observed on device. The root cause could not be determined since the reported failure was not reproduced in lab during sample evaluation. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: 500 ml. Flow rate: 8ml/hr, bolus 6ml every 20 min. Procedure: anterior cruciate ligament/medial collateral ligament (acl/mcl) repair. Cathplace: unknown. Infusion start time: (B)(6) 2023. Infusion stop time: (B)(6) 2023. It was reported, the ambit pump ¿seemed to run out of meds early friday morning¿... ¿ambit ran out at 5am on 24th-had only pushed button 2x for extra meds¿. During a phone call the patient stated, ¿the pump infused too quickly but I am not really sure...I guess that was how the doctor programmed the pump....I just expected the pump to last longer¿. She reported, she believed the pump was started around 5pm the day of her surgery on (B)(6) 2023. The patient denied experiencing any adverse side effects: no dizziness, ringing of ears, blurred vision, metallic taste in mouth, etc. There was no reported injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 1=(B)(6). 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.